Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke at 120 joules. Also, it was reported that the fiber tip was not retrieved. No pt injury was reported. The device was not return for eval.